Event description:
It was reported that this right atrial (RA) lead was explanted due to product performance anomaly and a new RA lead of a different model was placed. No additional adverse patient effects were reported.